Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pacing impedance of greater than 3000 ohms, causing a lead safety switch (lss) from a bipolar to a unipolar configuration. Boston scientific technical services (ts) was contacted, and ts noted that a signal artifact monitor (sam) event had occurred the day before due to variable impedances. Ts discussed possible causes for the high impedances, and because the implant was so recent a connection issue was suspected. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pacing impedance of greater than 3000 ohms, causing a lead safety switch (lss) from a bipolar to a unipolar configuration. Boston scientific technical services (ts) was contacted, and ts noted that a signal artifact monitor (sam) event had occurred the day before due to variable impedances. Ts discussed possible causes for the high impedances, and because the implant was so recent a connection issue was suspected. The device and leads remain in service. No adverse patient effects were reported. Ts was later contacted again regarding the aforementioned sam episode which was believed to be due to the high ra impedance. Noise on the ra channel was also noted, but could not be recreated in the clinic. In clinic testing revealed ra non-capture in the bipolar configuration. Ts discussed programming changes.